Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; iliac sac growth, and secondary endovascular procedure. The reported indeterminate leak was refuted, rather there were evidence of an endoleak type iiia of the iliac components(reported #: 2031527-2018-00100). Additionally there was evidence to reasonably support the following observation; aortic sac growth, suprarenal stent caudal movement (verified in a still image). The most likely cause of the distal loss of seal was the placement of the stent in an off-label iliac anatomy with concomitant use of product outside the IFU. Reportedly, the progressive aortic remodeling likely contributed to the loss of overlap in the main body and the iliac limb extension. Procedure related harms and final patient disposition could not be ascertained due to lack of the medical information surrounding the secondary endovascular procedure. However it was reported that the patient was in stable condition post the repair procedure. To date there has been no reports of further negative patient sequelae. There have been no further reports of negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical evaluation of this complaint for initially treated outside the indications for use, and loss of overlap in the cuff (reported #2031527-2018-00100); it was discovered that there was an indeterminate leak from the main body stent. No additional patient sequalae has been reported.